Manufacturer narrative:
(B)(4). D10: unk head g2: foreign ¿ canada. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a hip revision due to the fractured posterior lip of the liner. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h3; h4; h6. The following sections were corrected: d4 UDI. Visual examination of the provided pictures identified the explanted liner with most of the rim broken off, with a piece show in the provided picture. The device is covered in bio-debris. The explanted ceramic head shows metal transfer to the outer spherical surface, with explanted bio-debris shown as well. No further evaluation can be made. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. Complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: a1; b5; d4; d6a; g3; h2. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately five years post-implantation, the patient underwent a hip revision due to the fractured posterior lip of the liner. It was reported that no further information is available.